Event description:
Doctor was doing a small bowel resection. He was using the voyant across the mesentery. When he released the voyant, the seal broke loose and bled. Doctor stopped the bleeding by suing a 2-0 vicryl suture.

Manufacturer narrative:
The following elements have blank data.

Event description:
Doctor was doing a small bowel resection. He was using the voyant across the mesentery. When he released the voyant the seal broke loose and bled. Doctor stopped the bleeding by suing a 2-0 vicryl suture.